Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during pre discharge check, this right atrial lead had dislodged which was determined based on testing. This right atrial lead was repositioned. No additional adverse patient effects were reported.